Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the tip of the awl navlock was deformed. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred when the suspect awl was inside of the patient's anatomy.

Manufacturer narrative:
The awl was returned to the manufacturer for evaluation. Visual inspection found impact marks on the back end and the unit had fit issues with matching trackers. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.